Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3550-29, serial# unknown, product type: accessory. Device evaluation: analysis of the implantable neurostimulator (ins) found it was ¿functionally okay¿ with ¿insignificant anomalies.¿ analysis of the extension found the ¿#0 and #1 connectors¿ were ¿crushed.¿ additionally, it was found the proximal connector end was ¿not completely seated in the ins connector port.¿ analysis of the plug found the connector was ¿crushed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension; product ID 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a high impedance issue. It was noted that the physician couldn¿t properly tighten the ¿stimulator¿s screw.¿ the implantable neurostimulator (ins) was explanted and replaced as a result of event. It was indicated that the product issue was not resolved and the cause of the issue was not determined, however the patient status at the time of report was noted as ¿alive ¿ no injury.¿ there were no patient symptoms or complications associated with the event. It was reported that the ins was implanted on (B)(6) 2014, and the explant occurred 7 days later on (B)(6) 2014, but that these dates were approximate. It was stated that the event date was the same day as the device was explanted, and that the event occurred during ¿normal use,¿ or after post-op and before explant, however this appears at odds with the report that the physician could not properly tighten the ¿stimulator¿s screw.¿ the chronology of the reported event remains unclear. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the physician initially implanted the ins ¿and experienced no difficulties.¿ the day after implant however, ¿when the neurologist tried to turn on the stimulation, she noticed the high impedances.¿ two or three days later, ¿the patient went back to the operating room for a revision¿ of the ins system. The patient¿s physician ¿tried many times¿ to ¿properly¿ tighten the stimulator¿s screw at that time, ¿but she couldn¿t and perioperative impedances remained high.¿ as a result, ¿the neurosurgeon decided to change the stimulator.¿ the new ins¿s ¿screws were tightened without any difficulties¿ and afterward the ¿impedances were good.¿ the issue was reportedly ¿resolved by replacing the ins.¿